Manufacturer narrative:
Correction: the following devices no longer apply: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician product ID 8870 lot# serial# unknown implanted: explanted: product type software if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(4), explanted: (B)(6), product type: catheter. Product ID: 8840, product type: programmer, physician. Product ID: 8870, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturers representative (rep) regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 250 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. During post-op, per the doctor¿s team, the patient had been hospitalized since replacement of intrathecal (itb) pump on (B)(6). Symptoms included return of spasms in lower extremities and questionable withdrawal symptoms per report. The patient has been medically worked up for other medical issues including infection, seizure disorder, and pneumonia and per report, nothing had been conclusive, no definitive factor had contributed to the patient issues. A catheter dye study was performed on this report date which did not show any issue with the catheter. The patient was taken to the operating room on the day after this report date for catheter replacement since no identifiable issue had been found per the report; the catheter was explanted and replaced on the day after this report date, the explanted catheter would not be returned as it was discarded by the customer. During the replacement, it was noted that there was good cerebrospinal (csf) flow when the doctor disconnected the catheters at the back incision site but he decided to I mplant a new ascenda 1 piece catheter. It was noted that the patient was previously on lioresal 495 mcg/day and the doctor decreased the dosage to 250 mcg after the new ascenda 1 piece catheter was placed on the day following this report date, per the doctor, dose adjustments would be made as needed until the patient was discharged from the hospital. At this time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) no longer applies on catheters (pli 10 and pli 20) and (B)(4) now applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on (B)(4) 2018. When asked about the cause of the spasms and withdrawal symptoms, it was reported that there was a ¿suspected catheter malfunction ¿ unknown cause.¿ when asked about the patient¿s therapeutic state prior to replacement and reason for replacement, it was indicated that they were ¿therapeutic ¿ replaced due to end of life.¿ the symptoms resolved following the catheter replacement. There were no further complications reported/anticipated.